Event description:
During a laparoscopic radical nephrectomy procedure, difficult case multiple hilar lymph nodes. The device was fired as normal on artery, the clips scissored causing damage to artery, which caused bleeding from site of injury. Attempted to use another device, but scissoring was noticed-bleeding was impossible to control with clips. The procedure was switched from laparoscopic to an open procedure. Attempted to use a total of 5 clip applicators-found at to be problematic. It was also noticed with some of the clips were shooting out of the device not formed. There was no further consequence to the pt reported.